Event description:
During a lap-assisted vaginal hysterectomy, the device jaws were on tissue and could not be re-opened, the surgeon used clamps to remove the jaws from tissue. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.